Manufacturer narrative:
This report is submitted on july 06, 2022.

Event description:
Per the clinic, the patient experienced swelling and redness around the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).